Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip, and missing retainer ring.

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump had came off and had crack. The customer stated that the reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.